Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, during the initial evaluation, it was discovered that rust had damaged the angulation mechanism on the device. Additionally, it was noted that the adhesive on the unit was compromised. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus tracheal intubation fiberscope because it was presenting a cloudy image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that rust had deteriorated the angulation component of the device. This report is being submitted to capture the deterioration of the angulation component by the rust.

Manufacturer narrative:
This report is being supplemented to provide h6 information based on the legal manufacturer's type of investigation and correction to g3. G3 - correction to g3 of the initial medwatch. The aware date should be 11-jan-2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the deterioration of the angulation component likely occurred from external stress. The specific root cause of this event could not be determined at this time. Olympus will continue to monitor field performance for this device.